Event description:
Pt was connected to a drager ventilator. Ventilator did not cycle to deliver breath with the set tidal volume. No adverse outcome to pt. Vent taken out of service and sent to biomed for repair.